Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 390 mg/dl. Customer treated their blood glucose with a back-up plan. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the customer's insulin pump was working as designed. Customer also stated there were several air bubbles in their tubing. It was also found the customer did not have a bent cannula after removing their infusion set. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.